Event description:
The manufacturer received voluntary medwatch (mw5104585) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The patient alleged seeing particles in the device. The patient alleged headache, eye irritation, upper airway irritation, asthma and sinus infection. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, eye irritation, upper airway irritation, asthma and sinus infection related to a CPAP device's sound abatement foam. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. After the second attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - clinical code was missed in initial report was corrected in this report. Section h6 type of investigation, investigation findings and investigation conclusions updated in this report.